Event description:
Reporter indicated the pt was scheduled to undergo revision surgery. Follow-up revealed the surgery was to reposition the generator indicating the generator has migrated in the generator pocket. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death.